Event description:
It was reported that a spectrum iq infusion pump had an unspecified occlusion error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for upstream occlusion test and downstream occlusion test. The device passed upstream occlusion testing but however returned with false downstream occlusion during downstream occlusion testing. A review of the event history log revealed upstream occlusion and downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition of downstream occlusion was verified. The cause of the condition was determined to be force sensor scale factor values are out of range. The no tube and the force sensor scale factor requires calibration to address this issue. The upstream occlusion was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.